Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad team had a heartmate power module with a broken battery connector clip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken battery clip connector was confirmed. The power module, serial number ppm-10440, was returned to service depot for evaluation. Visual inspection of the returned power module revealed that the plastic housing that covers the outside of the battery clip connector ground lead was missing. The ground lead was observed to be in unremarkable condition. The returned battery clip connector was replaced. Per the customer request, the returned power module was shipped to the customer site without any further repairs or testing. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: ground pin not fully inserted on the internal I/o system monitor cable connector. The device history records were reviewed and the records revealed that the power module, serial number ppm-10440, was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 23apr2012. Heartmate ii instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module and the power module battery clip connector. Heartmate ii patient handbook (rev. C) and heartmate ii IFU (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.